Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection testing of the returned device, the user's request was not confirmed. The disconnection was not reproduced, however; the adhesive part of the objective lens was peeling. In addition, it was noted the display of the light guide connector was incorrect, the video connector case was cracked, the bending section was chipped, and the adhesive was missing. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the hd endoeye laparo-thoraco videoscope experienced disconnection. There were no reports of patient harm associated with this event. Upon inspection and testing of the returned device, it was discovered the adhesive part of the objective lens was peeled off. There was no patient involvement. The medical device report (MDR) is being submitted to capture the reportable malfunction of deterioration or breakage of the adhesive portion of the objective lens found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the peeling of the adhesive on the objective lens. A definitive root cause for this issue was not established. However, it is probable that the issue resulted from a mishandling of the device or from the stress exerted on it from repeated/long-term use. The root cause of the reported disconnection/image failure was also not established. This issue may have resulted from (a) a defect in the image sensor unit, (b) a failure of the video connector¿s internal board, or (c) a system failure. Olympus will continue to monitor field performance for this device.